Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced left side implant rupture in addition to left side capsular contracture; baker grade IV. Device problem code "material rupture" has been added to field h6 on this form. On (B)(6) 2021, device re-evaluation was completed. Updated device evaluation summary: mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 400cc, had an area of delamination with leaks at the juncture of the shell and patch. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, a definitive root cause of these delaminations could not be determined. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received 6428102 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2021, device evaluation was completed. Device evaluation summary: during the visual evaluation, an area of delamination with leaks was observed at the juncture of the shell and patch. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received 6428102 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 17, 2021, mentor became aware that the replacement devices used were catalog number 3503501bc; serial number (B)(6), on the right side, and catalog number 3503501bc; serial number (B)(6) on the left side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Date of explant: (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade IV. On (B)(6) 2020, mentor became aware that the patient has scheduled surgery for (B)(6) 2020.